Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: the pump black box showed evidence of unexplained power events. The pump battery compartment was observed to be cracked at the threads and below the grip pad and the compartment threads were found to be damaged. The battery cap was found to have damaged threads. Moisture damage was observed inside the battery compartment. During testing the returned battery cap was unable to be secured to the pump to maintain electrical connection. A test cap was inserted and the pump powered on and exercised for 24 hours without rebooting or alarms duplicated. A leak test was performed and the pump was found to be leaking from the battery compartment cracks. The pump was opened and no additional moisture was observed inside the pump. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the battery compartment threads were damaged, the battery cap threads were damaged, and moisture was observed in the battery compartment. This report is made based on the results of evaluation completed 01/14/2016.